Manufacturer narrative:
Complained product will not be not available.

Event description:
Charger started burning while it was plugged in like it was fuming and there was a hissing no,ise - oral-b [device catching fire] case narrative: consumer via chat reported that the oral-b toothbrush charger started burning, was fuming, and there was a hissing noise while it was plugged in. No injury was reported.